Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the lead site. Surgical intervention was undertaken and the leads and anchors were explanted. The patient was also on antibiotics. The infection is now resolved.